Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 02/18/2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop. On (B)(6) 2025, she was rushed to the hospital due to a severe case of ketoacidosis. Despite attempts to calibrate her continuous glucose monitor (cgm), the readings remained inaccurate. Please see related sr. Her cgm, a dexcom g6, showed a blood sugar level of 117 mg/dl, but her actual level was 768 mg/dl. She experienced flu-like symptoms, including vomiting, chills, excessive sleepiness, intense thirst, and frequent urination every 5-10 minutes. Her fiance called 911, and she was taken to the hospital, where she woke up 24 hours later. The doctors administered insulin drips, along with magnesium and potassium ivs. Upon her release after 5 days, her blood sugar was stabilized at 103 mg/dl. She was stable during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6: health effect clinical code - chills.